Event description:
Nurse reported hospitalization due to diabetes ketoacidosis. The blood glucose reading at the time of the event was 610 mg/dl. Customer was vomiting. Hospital treated with insulin drip. The current blood glucose reading is 345 mg/dl. Nurse stated that insulin pump alarmed no delivery. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.